Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this lead was explanted due to an unspecified product performance issue. No adverse patient effects were reported. Efforts to obtain additional product issue details have been unsuccessful. This product issue will be updated if additional information is received.